Manufacturer narrative:
This event as described is deemed a reportable malfunction. Initial medical investigation of this case has begun. We are requesting further details about the incident/issue. In the meantime, the event is not deemed a threat to the safety of the public at large. There was no report of a patient affected in this case as a result of this malfunction. No additional information has been provided to date. A return sample for evaluation is expected. Should additional information becomes available, a follow-up report will be submitted.

Event description:
It is reported that there were holes in the protective plastic bag inside the shipper.